Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sigmoid resection. According to the reporter: while transecting the distal section of the sigmoid colon, the device was fired and when removed no staples fired on either end of the distal stump. It could not be reported if the device was empty. Some bleeding occurred and an additional 1 1/2 hours was added to operating room time. A different device gia60 was used to close off both ends of the stump. Pt is now recovering. No transfusion. On 9/12/10, new info received via a phone call from the sales rep: there was a post-op leak, and there was re-operation to correct the leak which lead to a permanent colostomy bag.